Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4)was initiated to investigate this malfunction. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 36 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to attachment foot damaged by tool contact.